Event description:
The customer reported a ventilator touchscreen display that went dark, w/flashing leds. This occurred during use in adult mode vol. Ad. The patient was removed from the ventilator & placed on another ventilator. There was no patient harm noted. Field service was requested to assist with this issue. .

Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim and after powering on the screen remained blank and all led¿s were illuminated constantly, duplicating the reported issue. Attempted to upload software but communication would not initiate. Isolated issue to a corrupted boot loader, not a workmanship issue, in software version 4.6, as after re-loading the boot loader program corrected the current state of a blank screen condition. Uploaded software version 4.6b and communication is good and uim boots-up completely and no further anomalies were found after cycling overnight and after multiple cycles of power. Findings/root-cause: corrupted boot loader.

Manufacturer narrative:
(B)(4). Field service evaluated the unit and determined that the reported issue was most likely a defective user interface module. He replaced the user interface module, then performed operational verification procedure testing. After the repair, the unit was meeting all factory specifications. A return goods authorization (rga) number for the return of the alleged faulty user interface module for evaluation. As of (B)(6) 2015, carefusion has not received the alleged faulty user interface module.